Event description:
The senior medical affairs specialist spoke with the patient/layperson on may 9, 2008 regarding her complaint on the previous month. The customer care advocate was unable to resolve the reported issue and replaced the products. On a week earlier, the patient was unable to obtain a blood glucose result. After applying blood to the ultra test strip, the onetouch ultrasmart continued to display the apply sample message. The patient did not test until the replacement arrived. The patient experienced sweating and loss of balance a few days after the issue began. (Although the patient cannot tell when her blood glucose is elevated, she experiences low blood glucose symptoms). The patient ate and was better. Because the patient was unable to test, she had discontinued taking novolog insulin that is a sliding scale. However, the patient continued taking 15 units lantus both morning and evening and 1000 mg glucophage daily. When the new meter arrived, her blood glucose was "lower than 300, around 265". The patient shared that it typically had been between 250 and 500 mg/dl before the issue. "Since adding 1000 mg cinnamon (presumably tablet form) after the issue, it is better." Because the patient reported that she had symptoms that can be consistent with severe hypoglycemia after being unable to obtain an actionable result, the complaint is an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.